Manufacturer narrative:
Investigation of the returned device found damage to the external cannula. The cause and timing of this damage could not be determined. No other problems were found with the pod that would cause failure to properly deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 259 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.